Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The distributor alleged that the display screen was blank. It was noted that the pump¿s audio tones were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the alarm history showed no warnings or alarms that would cause a blank display screen. During investigation, the pump powered on and displayed the verify screen. Unrelated to the complaint, the display was found to be dim, faded and discolored. The pump was opened and the display screen was found to be intact with the display flex cable fully seated. There was no evidence of moisture found inside the pump. The complaint of a blank display was not duplicated during testing.